Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered for short v-v intervals and abnormal pacing impedance which was noted to be varying. X-ray indicated that the right ventricular lead was not seated correctly. The plan is to perform a revision to re-seat the lead. The device and lead remain in use. No patient complications have been reported as a result of this event.